Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead dislodged and pulled back into the atrium. Due to the lead sensing in the atrium and ventricle, the lead delivered an inappropriate shock. Furthermore, the lead exhibited increased counts to the sensing integrity counter (sic). The lead was turned off and subsequently explanted and replaced. No further patient complications have been reported as a result of this event.